Manufacturer narrative:
The lot # is unk. No analysis or conclusions can be drawn without the device or the lot #. Return of the tracheostomy tube for the failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
The caller reported that the outer cannula had separated from the hub of an 8percutaneous tracheostomy tube and, this occurred the previous evening in the intensive care unit. The tracheostomy tube was changed out without issue and replaced with an 8dct.